Manufacturer narrative:
The product was returned for evaluation. Customer report of regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect and 2mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 1 had mechanical damage which included a 3mm non-transmural cut at the outflow aspect near commissure 1. The sewing ring was cut around leaflet 2. Valve will be sent to r&d for further evaluation. The valve was received in the same condition as in the pictures provided by the customer. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Through further functional testing of the subject device, the clinical observation of central regurgitation was not confirmed. Central regurgitation could not be reproduced in an in vitro standardized test. Under edward¿s standardized in vitro testing conditions, the total regurgitant fraction (trf) was 5.2%, which is more than three times lower than the 20% maximum allowed for a valve this size per iso5840-2:2015. There was no central hole detected in the fully closed position. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. It appears that there was a mild mr within normal limits but the severity may have been overstated. The echocardiographic images provided were evaluated by an independent expert in echocardiography who provided the following impression: ¿approximately 2 years after mitral valve replacement with a pericardial bioprosthesis, there is minor focal sclerosis of the bioprosthesis leaflets and mild central mr. This degree of mr probably falls within normal limits associated with this pericardial valve. A low nyquist limit during color-flow doppler assessment of mr would tend to exaggerate the color-flow jet size, and over-state the mr severity. Additional note is made of ischemic cardiomyopathy with severe biventricular systolic dysfunction, probably severe pulmonary hypertension, and tricuspid annuloplasty with probably moderate tricuspid regurgitation.¿ host tissue was identified during visual examination of the subject device. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient's clinical condition contributed to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint trend was assessed and found to be in control. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Manufacturer narrative:
Device evaluation is in progress. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that this 29 mm mitral pericardial valve, implanted approximately one (1) year and eleven (11) months, was explanted due to central mitral regurgitation. Relatively severe central regurgitation had been detected since shortly after implant. Ejection fraction had been always not well, however, it got worsened recently. Ultimately, this valve was replaced with a mechanical valve. Patient status was ¿stable¿ post-op.